Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable inr results for one patient from coaguchek xs meter serial number (B)(4). The result from the meter was 4.0 inr with a fingerstick. The result in the laboratory was either 3.1 inr or 3.0 inr. The customer could not recall the exact result from the laboratory with the dade innovin method. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors and no change in coumadin. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The device was requested for investigation and a replacement was sent. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.